Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a ruptured aaa .  It was reported that during the index procedure, an endurant bifurcate esbf3614c103e (B)(6) was attempted to be implanted but would not cross the iliac artery and the hypotube became possibly kinked from pushing so hard trying to get the device through the iliac artery. It was said it would not cross the iliac artery due to vessel size and calcification. The patient was noted to have challenging access vessels. A  lithoplasty was used and then another main body esbf3614c103e (B)(6) was inserted and successfully deployed. During removal of the delivery system the suprarenal stent was stuck and brought into the graft. The suprarenal stent was pointing in a horizontal angle. An ivus performed  demonstrated a severe infold. A type ia endoleak was also noted. The physician used endoanchors and a balloon to attempt to resolve it and a non mdt stent was also implanted. It was reported the endoanchors did not resolve the type ia endoleak. It was reported the patient subsequently expired on the same date during the index procedure from the ruptured aneurysm.  The cause of the infolding is unknown per the physician. It was confirmed the first endurant bifurcate that was inserted into the patient but could not be delivered did not cause or contribute to the patients death. No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6) could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Product analysis conclusion: the reported difficult to position could not be assessed from the films provided. Procedural angiograms showing attempts to advance the device through the artery were not provided for a thorough evaluation of the reported event. However, the reported anatomical factors that contributed to the event such as severe calcified iliac arteries and small vessel diameter were confirmed on the provided pre-implant images . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.